Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces. Patient was 4 years post op; primary surgery date was (B)(6) 2021. Surgeon did a consult with the patient on (B)(6) 2025 and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on (B)(6) 2025. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Cup still insitu and surgeon noted that it was ok intra-op. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed the following damage on the device surface: 1) signs of being implanted for a period of time; 2) one portion of the liner's rim fractured; 3) two of the anti-rotation device (ard) tabs shredded; 4) a crack located almost at the top of the rim; and 5) the concave surface of the device deformed. No additional damage was identified on the device surface. Based on the evidence provided, the liner appeared to have been edge loaded causing eccentric wear/deformation in the rim of the device and ultimately contributing to a possible failure of the anti-rotation devices (ards), allowing for the liner to disassociated from the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 27-feb-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jan-2026. 5) IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachments (B)(4). The photo/x-ray investigation revealed one portion of the liner's rim fractured and what appears to be one of the anti-rotation device (ard) tabs shredded. Furthermore, a deep scratch was observed on the device surface, located almost at the top of the rim. Device had signs of being implanted for a period of time and the x-ray evidence confirmed a dissociation between the liner and the cup. No additional damage was noted on the evidence provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence a disassociation condition. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 27-feb-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jan-2026. 5) IFU reference: IFU-0902-00-701. A manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo/x-ray investigation revealed one portion of the liner's rim fractured and what appears to be one of the anti-rotation device (ard) tabs shredded. Furthermore, a deep scratch was observed on the device surface, located almost at the top of the rim. Device had signs of being implanted for a period of time and the x-ray evidence confirmed a dissociation between the liner and the cup. No additional damage was noted on the evidence provided. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence a disassociation condition. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 40. 2) date of manufacture: 27-feb-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jan-2026. 5) IFU reference: IFU-0902-00-701. A manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device ja5698 lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.